Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that while performing a pump replacement the hcp discovered a leak in the proximal segment of the catheter. Compatibility was reviewed for the implanted catheter and the caller was told that if they didn't have the appropriate revision kit the only solution would be a full replacement of the catheter. The issue was diagnosed by revision, and it was noted the revision was taking place at the time of the call. The reason for pump replacement was not reported. No patient symptoms were reported. No other information was provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative on 2018-mar-23. It was reported that the pump was prob ably replaced due to end-of-life (eol) as there were no known issues and it was at 7 years. The representative speculated that the cause of the leak could have been that the surgeon nicked the catheter on the way in, but it could also have been erosion.the patient's name and managing physician's name were provided. No further complications were reported.